Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the patient had a follow-up appointment on (B)(6) 2025. The location of the ins, which was abdominal, was checked by the rep and the doctor. The location was correct with the ins under the skin, visible and palpable. There were no visible defects on the patient controller or recharger that were recognizable. After consultation, it was decided to have the recharger replaced. This was done and since then the charging of the ins had been working again without problems.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) usually needs to recharge their implanted neurostimulator (ins) every 4-5 days and it took about 45mins to bring the ins to 100%. About 6 months ago, the pt suddenly got an out of regulation "oor" messages when adjusting therapy. Additionally, the recharge interval dropped to about 24hrs while the recharge time increased to over 90mins. Additionally, the coupling became more unstable, and the controller battery was often empty before the ins was at 100%. The oor message only appears in group a at around 1.5ma but group b can be increased to 5+ ma without issue. The pt saw their hcp and manufacturer representative (rep) about 4 weeks ago and programming was adjusted, according to the pt there was one broken lead that was removed from programming. The pt was redirected to the hcp for an impedance check and an inspection of the ins implant position. The rep provided a session report after speaking with patient services, electrode 3 shows high impedances up to 34760. Patient reported event; no further information available. Additional information was received from the manufacturer representative (rep). It was stated that the patient does not have an appointment for presentation to the neurosurgical outpatient clinic until (B)(6)2025.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.